Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing impedances greater than 2,000 ohms, along with noise and oversensing. The patient was seen in clinic and tachycardia therapy was turned off electively until a lead extraction could take place. A revision procedure was performed and the rv lead was explanted and replaced. No adverse patient effects were reported. Additional information was received that the entire device system was explanted and replaced. There were no allegations against the device at the time.